Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's leads exhibited a fluctuating electrical measurement. Follow-up yielded that the left ventricular (lv) lead had triggered an alert for low pacing impedance. The alert threshold was raised and the lead remains in use. No patient complications have been reported as a result of this event.